Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a hole burnt through the main tube at the distal end, above the main tube interface indicating that arcing had occurred during a previous surgical procedure. The hypotubes have charred debris at approx the same location as the hole. The main tube has a crack running from the hole to the distal end of the tube. The crack is offset from one of the slots. There is another crack adjacent to the hole/crack combo that lines up with the edge of one of the slots. Engineering concluded that the crack may have been inherent in the tube and possibly propagated with overloading and likely created a path for arcing and allowing electrical energy to escape through the main tube. Electrical continuity passed. No other damage found.

Event description:
It was reported that the monopolar curved scissors instrument did not work. No further information was available. No patient harm, adverse outcome or injury was reported.